Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 02aug2024: no stones were able to be successfully removed before the basket broke. No part separated in the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: postal code = (B)(6), g4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the ngage nitinol stone extractor's basket ¿prong¿ was broken during a retrograde intrarenal surgery (rirs) procedure in the right kidney. The basket was tested prior to use and functioned properly. The issue was found after the device was inserted through flexible scope. The procedure was completed by using another same-like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested but is unavailable at this time.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex a). Investigation ¿ evaluation. It was reported the ngage nitinol stone extractor's basket ¿prong¿ was broken during a retrograde intrarenal surgery (rirs) procedure in the right kidney. The basket was tested prior to use and functioned properly. The issue was found after the device was inserted through flexible scope. The procedure was completed by using another same-like device. No stones were able to be successfully removed before the basket broke. No part separated in the patient. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One device was returned for investigation in an open package with label. Upon inspection, no significant damage to the device was noticed. The basket had broken wires coming from the distal end of the sheath. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR found no related non-conformances reported for the lot. A complaint history database search showed one other related complaint associated with the failure mode for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: suggested handling instructions for extractors and forceps: important: excessive force could damage device. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.